Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was displaying "door open" on the pendant when it appeared the gantry was closed. There was troubleshooting present. It was reported that they tried to compress the outside of the gantry with no change on the pendant. At this point, they were unable to open the gantry. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: bi71000166, serial/lot: unknown. H3, h6) the system was serviced in the field and it was found there was a bad door switch. It was replaced and the system then functioned as intended. Codes b01, c07, and d02 are applicable. H6) multiple annex a codes were applied to capture the event. A0709 captures the pendant displaying "door open" when the gantry appeared to be closed and a150204 captures the gantry unable to open. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.